Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7083947. Product family: dbs-extension, upn: nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7084014.

Event description:
It was reported that the patient underwent a procedure to explant the implantable pulse generator (ipg) and lead extension due to infection. The patient experienced redness at the ipg site prior to the explant. The patient was placed on antibiotics. The explanted devices were retained by the facility.

Event description:
It was reported that the patient underwent a procedure to explant the implantable pulse generator (ipg) and lead extension due to infection. The patient experienced redness at the ipg site prior to the explant. The patient was placed on antibiotics. The explanted devices were retained by the facility.

Manufacturer narrative:
Initial MDR field g3, date received by manufacturer, has been updated in g3 of this report.